Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported stent damage and shaft separation were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent damage or shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after removal of a 2.50x18mm xience xpedition stent delivery system (sds), without resistance, from the protective hoop, a stent strut was noted flared. Additionally, the device separated prior to entering the tuohy and guide catheter. There was no patient involvement and there was no clinically significant delay. There was no additional information provided.